Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported call that the customer experienced hyperglycemia. The customer blood glucose level was 28.7 mmol/l at. Customer stated that yesterday he changed everything out and during a bolus alarmed insulin flow blocked, he cleared alarm and tried to bolus again and received the same alarm. Customer stated that blood glucose at time of event was 12 mmol/l and he changed everything out again, blood glucose at time of event was 18 mmol/l. Customer currently reported symptoms related to their high blood glucose was nausea. The customer was assisted with troubleshooting. The customer was treated with insulin pump for high blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer reported that they did not used to auto mode feature at the time of event. Customer did not alleging insulin pump was under delivering. Customer reported insulin exited at the quick released. Customer performed self-test on pump, test passed. Customer now stated he gave a manual injection and a bolus while on the line and will monitor closely. The device will not be returned for analysis.